Event description:
It was reported that a device was used during a left sigmoid resection. It was reported by the affiliate that the stapler fired as usual, it took alot of pressure to fire, the washer was cut, the anastomosis was completely open when device was removed. Surgeon resected a second time and completed the anastomosis with hand suture. There were no other consequences to the patient.